Event description:
It was reported that this right ventricular (rv) lead exhibited inconsistent capture due to concerns of lead fracture. It was also noticed that the patient felt fatigue. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.